Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Reportedly, cracks were observed on the end of the cartridge, close to the pneumatic tap. Customers blood glucose levels were not impacted. Customer was able to load a new cartridge successfully and resume insulin delivery.